Event description:
On (B)(6) 2012, during twin hook operation the surgeon noticed that the side plate slipped off a little after insertion of the twin hook. The surgeon tried to extract the twin hook by the extractor then only the inner pin was extracted. He extracted the outer pin by the inner introducer and tried to put the inner pin in the outer pin, but it failed. Then he used a twin hook of 95mm that one size shorter than previous one.

Manufacturer narrative:
This device is cleared for sale in USA but a similar device is. Once the investigation has been completed any additional info will be reported in a supplemental report.